Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom sys error 322. Eval was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.